Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of chip in adhesive area between acoustic lens and ultrasound probe was caused by a component failure. However, the air water cylinder and forceps elevator had foreign material also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that air water cylinder and forceps elevator had foreign material and chip in adhesive area between acoustic lens and ultrasound probe. It was determined that the adhesive, air water cylinder and forceps elevator needed to be replaced. There was no patient involvement.